Manufacturer narrative:
The picture shows the use of a tvto product. The presence of blood and the position of product in the body confirm that the product was manipulated and used. On the picture, a defect can be observed at the level of the helical passer (left guide) and the tvt obturator device : the white plastic needle was stretched (at the level of the hole of introduction of helical passer). During production, the plastic needles are not manipulated, stretched at the level of guide introduction. The manufacturing process could not create this defect. Based on the investigation, we can conclude that the defect was not originated during manufacturing process.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/09/2017. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the mesh was implanted. During the procedure, the plastic sheath broke. There were no adverse patient consequences reported. Additional information has been requested.